Manufacturer narrative:
The device will not be returned for investigation since it was discarded by the facility after therapy was completed. Additionally, no lot or serial info was provided, therefore device history records could not be reviewed. If add'l info is rec'd, a supplemental report will be submitted. This complaint is related to MFR# 2248146-2014-00010.

Event description:
This was a second catheter insertion, after a first insertion attempt (MFR#2248146-2014-00010). The first catheter was pulled out through the sheath, leaving the supplied 7fr sheath in place. An 0.018" guidewire was advanced through the sheath and a second balloon catheter was inserted. Staff was unable to get the fiber optic catheter to calibrate and start pumping after following the same procedure as before. The arterial lumen was then used to provide pressures and hospital staff no longer used the fiber optic to transduce. It was reported that the balloon supported the pt and was removed when therapy was no longer needed. The pt expired several days later, however, the death was not attributed to the event.